Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation could not be completed; no conclusion could be drawn, as no product was received. This event was for an order issue regarding product that was not received. No further investigation can be performed.

Event description:
Plate was not included in rental set, though it was ordered in written form. Patient had already received local anesthesia and had to leave the surgery. Surgery postponed. This is 1 of 1 report for (B)(4).